Event description:
It was reported that a burr break occurred. A 2.25 mm rotalink burr was selected for use in the left anterior descending (lad) artery. During the procedure, the end of the burr broke and the device completely removed from the patient in one piece. The procedure was completed using another of the rotalink burr device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a burr break occurred. A 2.25mm rotalink burr was selected for use in the left anterior descending (lad) artery. During the procedure, the end of the burr broke and the device completely removed from the patient in one piece. The procedure was completed using another of the rotalink burr device. No complications were reported, and patient is stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the rotalink burr device was received for analysis. A visual inspection of the device found no damage or irregularity. Inspection of the device after the burr housing was dismantled, it was found that the handshake connection was in good condition and was able to be retrieved from the sheath as the burr was extended too far forward. Microscopic inspection of the device found no damage or irregularity. Inspection of the remainder of the device, revealed no other damage or irregularities.